Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the plug deployment button of a 7f exoseal vascular closure device (vcd) could not be pressed despite changing hand positions. Afterward, the button could only be pressed with significant external force. The device was removed and manual pressure applied along with a compression device. There was no reported patient injury. The operator was trained in the use of the device. The device was stored and prepped according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. The suitability of the femoral artery was verified on angiography, including the insertion angle of the vascular sheath introducer (30¿45 degrees), and the vessel diameter was confirmed to be greater than or equal to 5 mm. There was no visible calcium or plaque at the puncture site, no stent near the site, and no vessel stenosis greater than 50%. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. An 8f non-cordis sheath was used. A retrograde puncture approach was used. The device was intended to be used after an intracranial aneurysm filling, carotid artery recanalization, balloon dilation, and stent implantation. After observing reduced pulsatile blood flow, the indicator window changed color. When depression of the button was attempted, it could not be pressed at all. The indicator window showed a solid black color at that time. The device was attempted to be deployed outside the patient. After the procedure was completed, several individuals attempted to press the plug release button outside the body. After multiple attempts, the button was eventually pressed with force. A non-sterile exoseal vascular closure device 7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. A non-cordis 5f catheter sheath introducer (csi) was returned for this evaluation inserted on this unit. Finally, it was observed that the indicator window was received in the black/white and red position. During this visual analysis, no additional anomalies were observed to be reported. The functional evaluation could not be performed, as the unit was received completely deployed. A high magnification evaluation was executed to assess the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿deployment lever (button) frozen/locked¿ was not observed through analysis of the returned device since the device was received fully deployed the lever fully depressed. The cause of the reported issue could not be determined since the device was manipulated post procedure and fully deployed. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. However, it was reported that an 8f sheath was used with the 7f exoseal vcd, and then the device was received inserted on a 5f sheath. As reported in the product description within the IFU, ¿note: the indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The instructions for use (IFU) instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug deployment button of a 7f exoseal vascular closure device (vcd) could not be pressed despite changing hand positions. Afterward, the button could only be pressed with significant external force. The device was removed and manual pressure applied along with a compression device. There was no reported patient injury. The operator was trained in the use of the device. The device was stored and prepped according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. The suitability of the femoral artery was verified on angiography, including the insertion angle of the vascular sheath introducer (30¿45 degrees), and the vessel diameter was confirmed to be greater than or equal to 5 mm. There was no visible calcium or plaque at the puncture site, no stent near the site, and no vessel stenosis greater than 50%. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. An 8f non-cordis sheath was used. A retrograde puncture approach was used. The device was intended to be used after an intracranial aneurysm filling, carotid artery recanalization, balloon dilation, and stent implantation. After observing reduced pulsatile blood flow, the indicator window changed color. When depression of the button was attempted, it could not be pressed at all. The indicator window showed a solid black color at that time. The device was attempted to be deployed outside the patient. After the procedure was completed, several individuals attempted to press the plug release button outside the body. After multiple attempts, the button was eventually pressed with force. The device will be returned for analysis.